Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 200. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance. It was also reported that the patient's right atrial (ra) lead had low pacing impedance. No changes were made and both rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was lighted headed. The right ventricular (rv) lead had gradually increasing and high thresholds. The right atrial (ra) lead had no capture and no sensing in bipolar. Initially the ra lead was turned off and subsequently both leads were explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.